Manufacturer narrative:
Note: info received from the reporting facility is that on the day of the incident, the pt allegedly had received a dose of (baxter) heparin, however, the lot number administered is unk.

Event description:
An electronic report was received from a hemodialysis user facility. The facility was contacted for add'l info. It has been learned that for this event, the pt had been receiving dialysis with use of this dialyzer for more than 1 year. Reported was that for this event, the treatment was initiated when within minutes, it was reported that the pt had a possible allergic dialyzer reaction. At the start of the treatment, when the pts blood touched the dialyzer, the pt had the following symptoms: a flushed feeling, reddening of palms, and her tongue was visibly swelled. Only the arterial blood was returned to this pt and not the blood contained in the venous line. A 50 mg dose of diphenhydramine was administered IV. Ems was alerted and the pt was then transported to the local ER. It has been learned that this pt currently is fine and is able to continue dialysis with the use of this dialyzer with no further incident. There is no sample available for an evaluation.